Event description:
It is reported that the lag screw reamer fractured during use.

Manufacturer narrative:
Eval summary: it is likely that the tip fractured due to an induced bending moment, contact with extremely dense bone, or combination of the two, but cannot be conclusively determined with the available info. There is extensive damage on the flutes of the reamer and circumferential damage at the base of the flutes. The broken portion of the reamer was not returned. Mfg records are in order and do not indicate any mfg anomalies. Material hardness has been tested and is within specification.